Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer broke the belt clip for his diabetes pump. At the time of reporting his blood glucose was 500 mg/dl, which was being treated with injections. No equipment was returned. No additional info report.